Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/3/2021. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail according to the feedback of the sales, all the information is unknown.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: (B)(4) device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail a manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Device history lot: a manufacturing record evaluation was performed for the finished device lot number an4683, and no non conformance's / manufacturing irregularities were identified.

Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2021 and suture was used. When the skin was sutured, the suture broke and a new absorbable suture was replaced immediately to complete the operation. No additional information could be provided.